Manufacturer narrative:
This report was initially submitted following notification from a customer in israel regarding a false negative vidas® cmv igm result in association with a quality control sample. Alternate method (architect) obtained a positive igm result which aligned with the target. A biomérieux internal investigation has been completed with the following results: the customer from israel complained about vidas cmv igm negative results when testing two different seroconversion panels using vidas cmvm batch 1007114300 / 191220-1. The two panels tested were provided by seracare (ref.(B)(4)) and biomex (ref.(B)(4)). The panel from seracare contained 4 samples including 3 negative samples and 1 positive sample. All of the samples were found negative with vidas. The last sample was expected to be positive and gave a positive result with architect cmv igm. The panel from biomex contained 24 samples collected in 2011 at different times (between day 0 and day 122). All vidas cmv igm results were negative or equivocal. Architect gave a positive result since sample day 9. Cobas gave a positive result since sample day 6. Diasorin gave a positive result since sample day 6. Seroconversion panel was ordered from biomex and seracare. Quality control records: the analysis of on vidas cmvm batch 1007114300 / 191220-1 showed no anomaly during the manufacturing, control and packaging processes in link with the object of this complaint. -there is neither CAPA nor non conformity linked to the object of this issue. Control charts analysis: analysis performed on: five (5) internal samples with a positive interpretation but weak indexes. Nine (9) vidas cmvm batches including the customer's lot 1007114300 / 191220-1 the analysis of the control charts showed that all results were within specifications and the customer's lot was in the trend of the other lots. Tests performed internally: on internal samples . Three (3) positive internal samples with weak indexes were tested on vidas cmv igm lot 1007114300 / 191220-1 including one (1) sample from a seroconversion. All their results were within specifications without significant change compared to those obtained before the batch release. The serum from seroconversion was found positive with a similar result compared to the one observed before the batch release. On biomex panel. Several samples from the panel were tested on vidas cmvm batch 1007114300 / 191220-1 (customer's lot) and another vidas cmvm batch 1007476230/ 200515-0 manufactured with different raw material. A negative interpretation was obtained for all of them with similar indexes on both. This supported that the issue was not linked to a specific lot of raw material. The samples were sent to another laboratory for a detection of rheumatoid factor, the samples were found negative: no rheumatoid factor igm anti igg animal type or igm anti-igg human detected. Some samples tested on vidas cmv avidity gave a low avidity which can be in accordance with a recent infection. On seracare panel. The negative result on the 4th sample of this panel was reproduced but was positive with competitor's method. Test performed for detection of antibodies against ebv: one sample was tested on vidas vcam, vidas vcag and vidas ebnag assays to detect a potential polyclonal activation leading to sterically hindrance. The result was in favor of an old infection which excludes a polyclonal activation. Test performed by internal industrialization and support departments: some samples from biomex panel were tested using an in house western blot method and internal raw material (including the antigen used in the manufacturing of vidas cmvm 1007114300 / 191220-1). A positive result was observed which supports that the raw materials are able to detect igm anti cmv antibodies. The possibility that the issue being linked to the instrument protocol, buffer used or other material was evaluated. According to outcome of the investigations, these root causes were excluded. According to uhplc testing, a high peak of molecules with high molecular weights were observed but it was impossible to identify them. This peak was not present in our seroconversion sample. However, the presence of high concentration of igg or iga antibodies that could potentially leads to a sterically hindrance was also excluded. Two (2) clinical seroconversion panel from french hospitals were tested and the results observed were as expected and gave a similar interpretation as diasorin method. Conclusion: the issue observed by the customer on both panels were reproduced when testing the samples on vidas cmv igm lot 1007114300 / 191220-1. The samples were also found negative with another batch of vidas cmv igm which excludes an issue linked to a specific batch of reagent. Unfortunately, the root cause of vidas cmv igm negative results was not identified but different raw materials and the instrument protocol as potential causes were ruled out. According to additional testing on other clinical seroconversion panels and internal seroconversion sample, vidas cmv igm lot 1007114300 / 191220-1 was still able to detect this kind of samples. The vidas cmv igm lot 1007114300 / 191220-1 was still in accordance with its specifications.

Event description:
A customer in (B)(6) notified biomérieux of a false negative vidas® cmv igm result in association with a quality control sample. Alternate method (architect) obtained a positive igm result which aligns with the target. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. Although product reference 30205 is not sold/distributed in the united states, a similar product is (reference 30205-01). Biomérieux investigation will be initiated.